Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation found the device at recommended replacement time (eol/rrt). The measured data showed a magnet rate of 86.3 ppm, battery voltage of 2.49v, and 21.1k ohms impedance. The current drain showed dashes (---).